Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post implant check, the right ventricular (rv) lead exhibited oversensing, high capture threshold and low sensing. It was then confirmed via chest x-ray that the rv lead and right atrial (ra) lead had lost slack. Both the ra and rv leads were revised on (B)(6) 2018 and the patient was stable pre, during, and post procedure.